Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, a curved opening, and yellow particles. A leak test was performed and found one opening. A microscopic analysis identified a curved sharp opening on the radius side in the same location of a crease assessed as fold flaw opening. A fill inspection was performed and identified no blockage in the valve.

Event description:
Device has been explanted.